Event description:
On 5/28/1998 following a percutaneous transluminal angioplasty procedure, an angio-seal device was placed in a pt's right groin. On 6/2/1998 the pt returned to pt's physician; an angiogram was performed via the contralateral groin, which revealed the presence of an occlusion. The pt was taken to surgery where the vessel was repaired. As of 6/29/1998 there has been no further report to the MFR of complication of pt sequelae.